Manufacturer narrative:
A visual inspection of the device confirmed the reported failure mode of the jaw breaking. The upper jaw has broken, a small portion of the upper jaw remains attached to the shaft. The broken portion was not returned for evaluation. The shaft is slightly twisted at the distal end. This condition is consistent with excessive torque being applied during use. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon was trying to grasp a suture in the hip arthroscopy and the jaw broke. The surgeon applied too much torque on the arm. The device was retrieved with a grasper. A back-up device was available for use. No patient injury or other complications were reported.